Event description:
The pt reported that he believes the bolus delivery of the infusion device is faulty. He stated that on (B) (6) 2010 his blood glucose ranged from 130-256 mg/dl despite bolusing and changing infusion device accessories. On (B) (6) 2010 his blood glucose ranged from 192-303 mg/dl and on (B) (6) 2010 his blood glucose ranged from 80-303 mg/dl. At 1:10 pm on (B) (6) 2010 the pt switched to his back up infusion device and his blood glucose levels decreased. His normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.